Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. Update to the previously reported event of ¿embolectomy of the common iliac arteries¿ the patient had a thrombus of the left iliac artery during aaa repair. The patient had an embolectomy/thrombectomy during the procedure. The patent received two units of packed cells and this prolonged the hospitalization. The investigator assessed that the thrombosis was related to the device and the procedure.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm diameter abdominal aortic aneurysm and a pre-operatively contained ruptured iliac artery aneurysm approximately three months ago. The patient had an embolectomy of the common iliac arteries as part of the procedure. It was reported that the patient experienced bilateral incisional pain and had hematuria, which required medication. The patient recovered four days later. The investigator assessed this event to be related to the study procedure and not the study device. Two days post implant the patient came down with a 101.8 degree fever. The patient's wbc was 14.1. Medication was given and the patient recovered the same day. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4) inherent risk of procedure (fever), patient's condition affected effectiveness of device (common iliac artery embolectomy was required pre-operatively), device failure/lack of effectiveness related to patient condition (common iliac artery embolectomy was required pre-operatively).